Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture about three months post-implant. Capture was not able to be obtained even at high outputs. An x-ray was performed and showed the lead was not dislodged. The physician elected to replace the lead. The chronic lead was surgically abandoned as the patient had severe intravascular stenosis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture about three months post-implant. Capture was not able to be obtained even at high outputs. An x-ray was performed and showed the lead was not dislodged. The physician elected to replace the lead. The chronic lead was surgically abandoned as the patient had severe intravascular stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This correction report is filed to add the impact code f2203 that was inadvertently missed in the previous report.